Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-8315w / serial (B)(6) was received for investigation. Functional testing found that the device does function as required and does not display an error message when plugged in. Visual inspection noted no problems with the device.

Event description:
On 5/20/2024, it was reported by a sales representative via (B)(4) that an ar-8315w synergy resection wireless footswitch kit when plugged with the bluetooth to the device it would state "gas pedal stuck". The bluetooth plug red light was flashing very fast and when they tried to switch out the batteries it was extremely hot. There was no case involvement, and no patient was affected.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.